Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing a pod. Symptoms reported include dizziness, shaking and a headache. The patient reports they had taken a fall as they had tripped over an extension cord. The patient reports they had treated themselves with a manual pen injection of 5 units of insulin prior to calling 911. The patient was taken by ambulance to the hospital. Once at the hospital the patient had x-rays administered. The patient was diagnosed with a lower lumber fracture as well as a rotator cuff fracture and hyperglycemia. The patient was treated with insulin. The patient was discharged from the hospital after 8 days and transferred to a rehabilitation center.